Manufacturer narrative:
The failed sample has been returned to vygon and the events described will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Replacement PICC for one broke this am (0928) new PICC placed, flushed (10cc syringe) before dressing applied, liine leaking.

Event description:
Replacement PICC for one broke this am (0928) new PICC placed, flushed (10cc syringe) before dressing appiled, line leaking.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter connected to a needle-free connection system as a sample. The catheter tube has been shortened approx. 2.5 cm distal the wing. Flushing of the catheter shows a leakage right below the fixation wing. The microscopic examination shows that the catheter tubing was partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile. . From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding; movement - the baby themselves catching the line, normally with a foot, during movement. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and extension line (wing) was between 4.86 n and 7.26 n and therefore also within our specification (3 n). Visual tests and incoming goods inspections are carried out. There are no additional complaints for batch 8106773. We have received six (6) complaints for batch 8084423 and nine (9) regarding a leaking catheter at the junction on code 4g07125231 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.